Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).